Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the visionaire¿ femur cutting guide ¿did not make contact with the femur anterior hook or with distal¿. Reportedly, the surgeon ¿switched to standard instruments¿ to conclude the procedure within a 0-30 minute surgical extension and the ¿patient was not harmed¿. Responses to information requests were not provided. Based on the limited information, the root cause of the reported event could not be concluded. Patient impact beyond the modified surgical technique and 0-30 minute surgical delay is not anticipated as there was no patient harm/injury per complaint. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3, g1 and g4

Event description:
It was reported that during tka surgery, the femur cutting guide vis adpt guide lgnp fem did not make contact with the femur anterior hook or with distal. The surgeon had to change surgical technique and switched to standard instruments. The procedure finished with a surgical delay of less than 30 minutes and no injury to the patient.